Manufacturer narrative:
The customer report that the tubing set leaked out of the y-site below the pump module was confirmed. Inspection of the as-received 2426-0007 observed a tear in the tubing (p/n 660132). Approximately two inches above the lowest smartsite port. The tear was measured to be 0.053 inches in length. No other obvious damages or issues were noted. Although damage was observed, the as-received set was reprimed. It was observed that the fluid leaked from the observed tear. No other leaks were observed. The cause of the leak was identified to be due to a tubing tear. The root cause of the tear was not identified.

Event description:
It was reported that in the emergency department blood and fluid leaked out of the y-site below the pump module. The patient was receiving bactrim 280mg in d5w 517.5ml at the rate of 345ml/hr over 90 minutes via a secondary IV set attached above the pump module to the primary normal saline infusion. The nurse started the infusion and left the room. When the nurse returned, there was a puddle of liquid and blood on the floor. Upon further examination, it was noted that the bactrim and fluid were free flowing out of the y-site below the pump module. The customer states there was no patient harm but a new infusion was required.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag, lot#: y308767, exp: dec 2020, 0.9% sodium chloride; 500ml baxter bag, lot#: 300830, exp: jun 2020, 5% dextrose. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that in the emergency department blood and fluid leaked out of the y-site below the pump module. The patient was receiving bactrim 280mg in d5w 517.5ml at the rate of 345ml/hr over 90 minutes via a secondary IV set attached above the pump module to the primary normal saline infusion. The nurse started the infusion and left the room. When the nurse returned, there was a puddle of liquid and blood on the floor. Upon further examination, it was noted that the bactrim and fluid were free flowing out of the y-site below the pump module. The customer states there was no patient harm but a new infusion was required.